Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries, located on the analog pcb assembly, had been depleted, but was unable to determine the cause of the depletion. The cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its service wrench and attention icons. After an evaluation of the device, it was observed that the device was showing all three icons (service wrench, attention and charge-pak). When all three icons are illuminated, the device would likely not have sufficient power available to deliver effective defibrillation therapy. There was no patient use associated with the reported failure.